Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted the complete lead returned with cuts in the insulation in several places and blood and body fluid were in the lumen due to the cuts. The helix was extended and had tissue entwined in it. There was also blood and body fluid in the helix housing and past the neck region. The lead passed electrical testing. The allegation of loss of capture and undersensing due to dislodgement could not be confirmed by the lab. The allegation of the physician being unable to retract the helix during the revision procedure was confirmed by testing. Blood clogging in helix mechanism was determined to be likely the root cause of helix mechanism difficulty. Tissue may also have been a contributing factor.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited functional undersensing and loss of capture due to dislodgement. A revision procedure was performed where the physician was unable to retract the helix. Ultimately this ra lead was successfully explanted. No additional adverse patient effects were reported.